Manufacturer narrative:
The baxter technician found both drive lugs were broken and needed to be replaced. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for CPR. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on 15 may, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR lugs to resolve the reported event. Based on this information, no further action is required.

Event description:
The customer alleged the CPR handle was disconnected from the bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref (B)(4).